Event description:
It was reported that the lid is hard to close. The temporary lid function does not work.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of lid issues. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Codes update.